Manufacturer narrative:
No specific information available at this time. When additional information is made available a follow-up report will be filed as required.

Event description:
It was reported that the images on the 9800 system are grainy. There was no report of patient injury.